Manufacturer narrative:
Sc-2316-50 (sn: (B)(4)) device evaluation indication that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-2316-50 (sn: (B)(4)) device evaluation indication that the complaint was confirmed. Visual inspection found that the lead body was a fractured/kinked at the proximal end just before the retention sleeve. X-ray inspection confirmed broken cable in the proximal end of the lead. The broken cable resulted in the reported complaint of high impedance.

Event description:
A report was received that the patient experienced multiple impedances and inadequate stimulation after a fall. It was noted that the leads were broken. The patient underwent a replacement procedure.